Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determine that this device performed as described in the field action. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to atrial arrhythmia. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.